Manufacturer narrative:
(B)(4)

Event description:
It was reported that at power up the ht70 plus ventilator only goes to the six picture screen and then reboots. Customer was able to turned the unit off, however the unit keeps rebooting. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.